Event description:
In 2009, stryker biotech received a report that a female pt who received op-1 putty in 2008, as part of a multilevel fusion, developed a postoperative wound infection. The pt had to be hospitalized as a result of the infection, and an unspecified 'surgical exploration' was performed. The pt was reported to have recovered from this event. The physician reported that he felt the event was serious, but not related to the use of the op-1 putty. The physician reported that the pt suffered from severe osteoporosis and post traumatic kyphosis and had undergone a previous fusion on an unspecified date. Additional information will be requested.